Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Based upon similar complaint, omsc was surmised that the phenomenon occurred due to the following; physical stress . Chemical stress. Poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) Aged deterioration.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the check of the device, there was leak from the distal end of the subject device. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the coating of the insertion tube had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.